Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the oled screen and when the device was powered on the screen stayed black. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged oled screen can occur if the device is dropped. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use. The device was not locked to charger due to its design allowing it to dislodge or fall out quite easily. The device fell out of charger and cracked the screen on the back. The screen can no longer display any information and was unusable. Dissatisfaction was expressed towards the device due to lack of security in placing handle in charger, too easy to get knocked out and either not charge or fall. The device got broken and asking for replacement. No patient involved in this event.